Event description:
It was reported that the patient's left ventricular (lv) lead had failed to capture. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.